Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) sensor signal on the ilet while the dexcom mobile app continued to display readings, indicating signal loss limited to the ilet. No adverse clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. User support included user-guided troubleshooting, which confirmed the sensor code and re-entered it on the ilet, with education regarding the expected reconnection timeframe. Investigation of this case revealed a communication interruption between the ilet and the cgm transmitter, with the ilet receiver function affected while the dexcom app continued to function, consistent with transient bluetooth connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal interference or pairing disruption.

Manufacturer narrative:
Initial.